Event description:
It was reported that the customer experienced a high blood glucose level, which led to a visit to the emergency room on 10/5/2025. The highest recorded level during the incident was 569 mg/dl. While in the ER, the customer received treatment of saline and correction injections. The customer's use of a reused insulin cartridge was identified as a potential issue, and they were advised that the cartridge is intended for single use only. Customer acknowledged this and agreed to replace supplies as necessary, while technical support agreed to send replacement supplies to ensure the resumption of appropriate insulin therapy. The customer was released from the ER the same day with no permanent damage and the issue resolved.